Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of diaphragmatic capture was confirmed from a decrease in compound muscle action potential (cmap) amplitude while ablating the right superior pulmonary vein (rspv). The diaphragmatic paralysis was still present at the end of the procedure. The patient was discharged without symptoms or prolongation of hospitalization, but elevation of the diaphragm was confirmed on pre-discharge chest x-ray.